Event description:
Patient reported, left side "deformity in left breast" and "felt a lump". Patient also stated, "seems as if there are two iron rods inside the implant". As seen on ultrasound and MRI. The healthcare professional stated, "implant is at risk of breaking". MRI identified, "reactive type lymph nodes¿. Subsequently, healthcare professional reported, capsular contracture, baker grade IV. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seems as if there are two iron rods inside the implant", "implant is at risk of breaking", "reactive type lymph nodes¿.

Event description:
Patient reported, "deformity in left breast" and "felt a lump". Patient also stated, "seems as if there are two iron rods inside the implant". As seen on ultrasound and MRI. The physician stated, "implant is at risk of breaking". MRI identified, "reactive type lymph nodes¿. The device remains implanted and is due to be explanted. This relates to the left side.

Event description:
Patient reported "deformity in left breast" and "felt a lump". Patient also stated "seems as if there are two iron rods inside the implant" as seen on ultrasound and MRI. The physician stated "implant is at risk of breaking". MRI identified "reactive type lymph nodes.¿ the device remains implanted and is due to be explanted. This relates to the left side.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lump/ nodule-breast: unable to observe since it is not related to the device. ¿ visibility/palpability-breast: unable to observe since it is not related to the device. ¿ lymphadenopathy-breast: unable to observe since it is not related to the device. ¿ capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.